Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non sustained right ventricular oversensing alerts due to post paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were discussed; no changes or interventions were performed. There were no patient consequences.